Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corners and cracked belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report sticky buttons and a crack on the case. The customer's blood glucose level was unknown. The caller stated they would see an endocrinologist at the end of the month. No further details were provided.